Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red rash under all three therapy electrodes. The patient's physician prescribed the patient two ointments to use on the rash and advised that the patient was allergic to the therapy electrodes. Follow-up indicated that the rash had improved.